Manufacturer narrative:
The customer replaced the reagent, diluent, procell and cleancell. The reagent lot was calibrated and qc and precision was performed with successful results. The field service representative checked the pinch tubing, syringe seals, cleaned the water filter, and reloaded software onto the instrument. All three qc levels were run and the customer performed a patient correlation and precision. The results were within specifications. The investigation confirmed the service actions resolved the issue.

Event description:
The initial reporter received questionable troponin t gen5 stat results for qc material and patient samples from cobas e411 disk analyzer. Data was provided for one patient sample. The initial result was 6.0 ng/l and the repeat result was 20.7 ng/l. The initial result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 38154200 with an expiration date of 31-may-2020.